Event description:
Patient information: the patient is a female, 24 years of age. Adverse event information: based on the initial information provided by the clinic, the patient was injected with revanesse lips+ (with lidocaine) 1.2 ml pn40149, lot number 22l149 on (B)(6) 2023 on the lips, volume of 0.6ml was injected. The patient reported getting nodlues 1-2 months post injection. This was dissolved by the injector and the procedure was repeated on the lips and a similar event was observed. On (B)(6) 2023 the product was dissolved with hylenex and lips returned to normal. On (B)(6) 2023 the same lot was re injected on upper and lower lips. Follow up communications with clinic: following receipt of initial report on the 05-jul-2023, manufacturer has reached out to the clinic for addition information pertaining to the reported adverse incident. This information is required for prollenium's medical director to make a suitable medical assessment of the case presented. The investigation is ongoing.